Event description:
Related manufacturer reference number:(B)(4). It was reported that during the procedure, the right ventricular lead appeared to be partially deployed so the doctor retracted it and then it would not deploy into the tissue another right ventricular lead was used that was partially deployed and snagged the vessel wall of the subclavian vein. The helix was distorted, stretched and damaged for the second lead. Both leads were removed and replaced. The patient was in recovering condition.

Event description:
It was reported that during the procedure, the right ventricular lead appeared to be partially deployed so the doctor retracted it and then it would not deploy into the tissue. The lead was removed and replaced. The patient was in recovering condition.